Event description:
Painful capsular contracture of left and right breasts, discomfort and deformity. Underwent bilateral total capsulectomies with removal of silicone implants. Left implant intact, right implant oozing of sticky transparent contents.